Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5185577, medical device expiration date: 2020-06-30, device manufacture date: 2015-07-04. Medical device lot #: 5025763, medical device expiration date: 2020-01-31, device manufacture date: 2015-01-25. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper in a bd plastic non-sterile luer-lok¿ tip syringe was distorted before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo depicting a 5ml syringe received at bd canaan, from unknown batch number (p/n 301027). Photo evaluation was performed. Distorted stopper, was observed in the syringe, which is a rejectable condition at bd canaan. Based on the photo evaluation, product defect is confirmed. DHR review for batch 5185577: manufacturing date: 07/07/2015. Batch quantity was (B)(4) assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5185577 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 5025763: manufacturing dates: 02/20/2015 to 02/21/2015. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5025763 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed: bd was able to confirm the customer¿s indicated failure.